Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 36 mg/dl. Customer stated that the insulin pump had no delivery alert while priming and insulin exited the tubing. Customer declined to troubleshoot for low blood glucose. Customer stated the insulin pump did not alarm no delivery. The device will not be returned for analysis.